Manufacturer narrative:
(B)(4).

Event description:
A consumer reported the patient had a previous implantable neurostimulator (ins) where the battery eventually kept getting weaker and they were getting no results. The ins was rechargeable and the patient was told the ins would last 8-9 years. The ins was replaced. The patient's indication for use is dystonia and movement disorders.